Event description:
On 10/26/1998 following a catheterization procedure, an angio-seal device was placed in a patient's right groin. Hemostasis was not achieved with the device and a sandbag was placed with control of the bleeding. The patient was discharged to home on 10/27/1998. On 11/02/1998 the patient presented to her physician with complaints of a cold and painful foot and was found to have absent pulses in her procedure leg. A doppler was performed which identified the presence of an occlusion; on 11/03/1998 an angioplasty was attempted without success. Later that day the patient was placed on urokinase, again without resolution of the occlusion. On 11/04/1998 the patient was taken to surgery where collagen was identified as having deployed within the vessel. The device was removed and the vessel repaired. Although the patient is allergic to metal, staples were utilized for wound closure following this procedure. The patient was discharged home on 11/05/1998. On 11/12/1998 the patient presented to her physician with an infection and was placed on oral antibiotics (doxycycline 100 mg twice a day for 10 days). As of 12/02/1998 there has been no report to the manufacturer of further complication or patient sequelae.